Manufacturer narrative:
(B)(4) - load not recalled and suspected positive bi.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 28 hours. After sterilization, the chemical indicator (ci) disc changed color correctly. The previous and subsequent bi results were negative. The load included 2 open heart cameras and light cords, 1 flow probe, 1 sternal saw, 13 intubating blades and 2 5-30 scopes. The load was partially released and used on patients before the results were confirmed. The load items released were 2 5-30 scopes, 1 sternal saw,1 camera and 1 light cord. It is unknown if there was any injury or harm to patient(s) associated with the issue. Asp will continue to follow up and should additional information be received a supplemental medwatch report will be submitted. This event is reported to the FDA since the load was partially released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 11/04/2014. Asp investigation summary: the investigation included a review of the device history record, trending of the product malfunction codes and lot number, failure mode and effects analysis, and health hazard evaluation. Method: no product was returned. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from january 2014 through december 2014. An significant trend was observed and is being investigated. Trending analysis for the product code of ''load not recalled" was reviewed from january 2014 through december 2014 and is within acceptable limits. Trending analysis by lot number was reviewed from 11/04/2014 to 01/13/2015. There is no significant trend observed for this time period. The fmea was reviewed and indicates that the rpn associated for the failure mode is at an acceptable level. The hhe was reviewed for the risk of using instruments from a load with a positive bi result which leaves a potential risk of the load not being successfully sterilized, thus could potentially transfer pathogens to patients. Each sterilization cycle is also monitored with physical parameters and chemical indicators. For the general population, the body¿s defense mechanisms make the chance for any organisms to establish into the body and cause infection to be relatively rare, especially factoring in the frequent use of prophylactic antibiotics prior to surgery. If a patient were to become infected, medical intervention would be required to resolve the infection. It is unlikely for an infection to occur; however, should it occur it could be significant for patients at greater risk. Upon further follow-up, the customer reported there was no injury or harm to patients. The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. Thirty-two (32) retains bis were subject to functional evaluation. All thirty-two bis met functional specification. Also, no damage or leakage was observed with the retains. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the IFU. The customer indicated that the subsequent bi was negative for growth. The issue will continue to be tracked and trended.